Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no physical samples or photos received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition or determine the root cause. However, a supplier corrective action request has been sent to the supplier for further investigation. If a sample is received at a later date, the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. Upon a visual evaluation of the sample, the reported issue was confirmed; a leak was detected in the lower part of the tube. A supplier corrective action request has been sent to the supplier for further investigation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the item was leaking. A new tube had to be placed in the patient.